Event description:
It was reported that the rv lead was explanted due to 40 inappropriate shocks caused by oversensing and an apparent lead fracture. When the lead was explanted the helix would not retract and was removed by screwing out the whole lead. A stylet also would not pass down the lead at explant. No further patient complications were reported as a result of this event.